Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, clips were malformed and the device could not clip the cystic duct. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, during three consecutive firing sequences the clips were conformed according our manufacturing specifications, then a double feed incident occurred during the last firing sequence causing two malformed clips. It could not be determined what to may have caused the report incident. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.